Event description:
While transferring resident off the commode with vera-lift, it malfunctioned; dropping residnet from a standing position back down onto riser seat on commode. The malfunction was that the lift started shaking, stopped lifting and dropped resident back onto commode.